Event description:
It was reported that the patient presented in clinic for an follow up. Upon interrogation, it was noted that the pacemaker exhibited far field r wave oversensing. No programming changes were made. No patient consequences reported.